Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were having a lot of leakage that started the day prior to the report. They were not able to troubleshoot as the patient programmer they possessed was for the trial device and would not work with the implantable neurostimulator (ins). Follow up information from the patient, on (B)(6) 2016, reported that the hcp put an implant in their bladder to act as a sort of pacemaker. Their leakage has not been resolved "at all" and they stated they do have a programmer for the system/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.